Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), posterior leaflet flail (at a2p2), thickened leaflets, a small atrium, and puncture height at 4 cm for a mitraclip procedure. Leaflet insertion and perpendicularity to the coaptation plane were satisfactory. The first clip had a single leaflet device attachment (slda). The anterior leaflet remained attached and the posterior was detached. An additional clip was implanted for stabilization. The mr was reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the slda appears to be related to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.